Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). No samples were received for further evaluation. Multiple attempts to obtain samples, were not successful. Device history record (DHR): reviewed the device history record and no abnormalities found during in process and final control inspection. Cause could not be determined. The complaint is only taken to the knowledge and filed for statistical purpose. However, if the sample and/or any additional information becomes available the complaint will be re-opened.

Event description:
As reported by the user facility: event 1: "the catheters were jamming and not drawing back and locking for safety." Per customer's feedback, "I had 2 lot numbers in stock at the same time. I'm not sure if the problems occurred with both lots. These were the introcan safety 18g angios with the lot # 16b06g8301 and 15l10g8274. We had a total of four different complaints from four different ems providers regarding these lot numbers. I was being told that once the IV was established. The providers were advancing the catheter and when withdrawing the needle the safety spring/guard would get stuck inside of the catheter hub. This resulted in the catheter having to be removed from the patient and the IV re-established." No injury. No samples.